Event description:
Additional information received from a reporter on 1/24/2024 for report number #mw515660. Dexcom g6 sensor inaccuracy: 3:32pm g6 reading 110, 3:37pm g6 reading 104, 3:42pm g6 reading 95. Finger stick reading at 3:42pm is 72. It would have been nice to mitigate my low blood sugar before it fell below 80 mg/dl. Activated on (B)(6) 2024. Inserted on (B)(6) 2024.

Event description:
Additional information received from a reporter on 1/24/2024 for report number #mw515660. Dexcom g6 sensor inaccuracy: 3:32pm g6 reading 110, 3:37pm g6 reading 104, 3:42pm g6 reading 95. Finger stick reading at 3:42pm is 72. It would have been nice to mitigate my low blood sugar before it fell below 80 mg/dl.

Event description:
Additional information received from reporter on 1/26/2024 for report number #mw5150660. Dexcom g6 sensor inaccuracy: 8:42am g6 reading 101, finger stick reading is 131. Dexcom g6 sensor inaccuracy: 4:12pm g6 reading 112, finger stick reading is 86. I would imagine dexcom would want to work with its customers, cough, ¿patients¿, to improve their product. Yet, no response at all other than a global support representative sending some replacement inquiry. Seems like it would be ideal to collaborate with me since I am generating a lot of valuable data on how your product is failing to serve the diabetic community. Just think, you have an unpaid research subject (myself) dedicating their blood to help improve your product, wanting nothing but innovative advancements towards this terrible disease which is type one diabetes; pretty sure case studies typically pay out the participants. Your lack of communication, unwillingness to corroborate, and inability to address a systematic problem emphasizes the lack of ethics, morals, and integrity within the company, which I am guessing is ¿trickling¿ down from the top executives (considering (B)(4), dexcom¿s ceo is made (B)(4) in total compensation in 2022.

Event description:
Additional information received from a reporter on 1/26/2024 for report number #mw515660. Dexcom g6 sensor inaccuracy: 11:42am g6 reading 98, finger stick reading is 123.

Event description:
Additional information received from a reporter on 1/27/2024 for report number #mw515660. Dexcom g6 sensor inaccuracy: 7:27am g6 reading 91, finger stick reading is 110. Dexcom g6 sensor inaccuracy: 5:22 pm g6 reading 94, finger stick reading is 74. Replacing this sensor. Dexcom g6 sensor inaccuracy: 1:17pm g6 reading 109, 1:22pm g6 jumps up to 114, 1:27pm g6 plummets down to 98. Finger stick reading at 1:27pm is 85. This just shows how wildly inaccurate the dexcom algorithm is. How are you supposed to deliver reliable and accurate diabetes management when one moment the cgm tells you the blood is dropping, then it jumps up, then back down. Omnipod delivered a bolus when dexcom jumped back up to 114. Seems dangerous to be getting insulin when my actual blood glucose was in the 80's. Dexcom g6 sensor inaccuracy: 3:07 pm g6 reading 110, finger stick reading is 137.

Event description:
Dexcom g6 sensor inaccuracy: 6:17pm g6 reading 187, finger stick reading is 125. Dexcom g6 sensor inaccuracy: 1:02pm g6 reading 159, finger stick reading is 102; 5328772 inserted (B)(6) 2024; 87k5sk activated on 1/6/2024.